Event description:
The pt was undergoing some sort of a catheter dye study and had an event; no additional details were provided regarding "the event" or the reason for the dye study. Soon thereafter, the pt was found to have meningitis. The pump was explanted. The pt was treated and had since gone to a rehabilitation hospital because he had been struggling with spasticity; not withdrawal, but difficulty controlling his spasticity. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).